Manufacturer narrative:
The patient information and device evaluations results are not available. When information is provided, a supplementary report will be submitted.

Event description:
Per complaint (B)(4), a patient's dental implant failed to osseointegrate. The implant was explanted, and infection was reported.